Manufacturer narrative:
Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received patient factors likely contributed to the event.

Event description:
Patient underwent valve-in-valve-intervention due to severe symptomatic bioprosthetic aortic stenosis and moderately calcified leaflets after an implant duration of 11 years, three months. The patient tolerated the procedure well and was transferred to the surgical intensive care unit for continued monitoring. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received patient factors may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the patient required transcatheter valve-in-valve intervention due to aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Without additional information the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm surgical valve required transcatheter valve-in-valve intervention after an unknown implant duration due to unknown reasons. A 23mm transcatheter was implanted inside the failing 21mm valve via transfemoral approach. Both devices remain implanted. Patient reported as stable. No additional information was provided.